Manufacturer narrative:
Investigation summary: investigation flow: functional/device interaction. Visual inspection: the socket wrench for veptr nut (p/n: 03.641.004, lot number: h130932-11) was received at us cq. Visual inspection of the complaint device showed no external damage. Service and repair evaluation: updated event description: it was reported on (B)(6) 2020, during testing at service & repair it was found out that the socket wrench failed in calibration. The repair technician reported the device failed calibration. Torque test high is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed high. The item will be forwarded to customer quality. The evaluation was confirmed. Functional test: a functional assessment was performed on the complaint device at service and repair. The device torque tested high. The complaint was able to be replicated. Dimensional inspection: a dimensional inspection was not performed since it was not applicable to the complaint condition. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the device is out of calibration. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Service and repair history: the previous service event for part number 03.641.004 with lot number(s) h130932-11 has been reviewed. The customer called in a service request for this item on (B)(6) 2020 for out of calibration . The item was previously returned for service on (B)(6) 2018 due to out of calibration. The previous service condition of out of calibration is relevant to the current complained issue of out of calibration. The manufacture date of this item is (B)(6) 2016. The service history review is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, during testing at service & repair it was found out that the socket wrench failed in calibration. There was no patient involvement. This complaint involves one (1) device. This report is for (1) socket wrench for veptr nut. This is report 1 of 1 (B)(4).